Manufacturer narrative:
(B)(4). Evaluation summary: correction: unique device identifier (UDI): (B)(4). The device was returned for analysis. The reported dislodged stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging of the 3.5x15mm xience xpedition stent delivery system (sds), the stent implant dislodged; thus, the sds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new sds was used to successfully complete the procedure. There was no additional information provided.